Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 23.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified lens model. The product has not been received to evaluate. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following the intraocular lens implant procedure the patient experienced vision problems. Patient was unable to drive at night. The lens was exchanged with another lens 1 year following the initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).